Manufacturer narrative:
Investigation summary: lot analysis: although review is required for this MDR investigation; review was not conducted because a lot number was not provided for this incident. Observations and testing: received two used bd insyte autoguard units without packaging; each unit accompanied by a hand written note. Unit 1: the unit consisted of the needle/hub assembly with the safety shield (barrel). The button was completely depressed and the needle was in the out position with a miscellaneous needle cover taped over the exposed needle. There were slight traces of dried media present on the unit. Unit 2: the unit consisted of the needle/hub assembly with the safety shield (barrel). The button was completely depressed and the needle/hub assembly was fully retracted within the safety shield (barrel). There slight traces of dried media present on the unit. Visual/microscopic examination: unit 1: there was damage on the nose of the hub; hindering a full retraction. The damage in this location was indication that the needle retraction failure was a result of the manufacturing process. Unit 2: no anomalies or damage was observed to the unit or components that would hinder a full retraction of the needle into the safety shield (barrel). Performed functional test (needle retraction): unit 1; placed the needle to the out position and reset the activation button. Depressed the activation button. Although the button depressed the needle would not retract; the hub (where damaged) caught up on the grip/button, restricting a full retraction. This was physical/mechanical evidence that the failure was a manufacturing process related issue. Unit 2; placed the needle to the out position and reset the activation button. Depressed the activation button. The button completely depressed the needle fully retracted with ease, meeting no restriction. Conclusions: confirmation of needle retraction failure, as stated in the product incident report, was conclusive with one of the two used units provided for evaluation and testing of this incident. Confirmed one of the used units displayed damage to the hub component which inhibited a full retraction of the needle into the barrel upon activation. Confirmed that the damaged hub was physical/mechanical evidence to confirm and support manufacturing process related issues for the reported defect. Confirmed the second used unit revealed no anomalies or damage and demonstrated a successful retraction when tested. Root cause: relationship of device to the reported incident: manufacturing ¿ damaged grip which inhibited a full retraction of the needle into the safety shield upon activation was mfg. Related. Comment: the hub load station in zone 3 has the ability to become misaligned and produce the type of damage observed in one of the two returned used units. When there is a misalignment, the hub guide inadvertently contacts the hub and causes the damage as that observed in the complaint sample/unit.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the needle retraction feature of a bd insyte¿ autoguard¿ bc shielded IV catheter with bc failed. There was no report of exposure, injury or medical intervention.